Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the dark image was due to fail light transmission. Additional findings include: fiber breakage; dents on the distal end; and cracks on the side. Based on the results of the investigation, it is likely that the following led to the malfunction: the most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a foggy, blurry, milky, or cloudy image. The screen was bad, dark and fuzzy and the picture went in and out. The issue occurred during an unspecified diagnostic procedure and was completed using a similar device. There were no reports of patient harm.